Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4). All 2 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 2</noe> malfunction events which are associated with an undesired disassociation or breaking apart of device materials. These reports were received from various sources. Patient information was not confirmed for 2 events.